Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunctions found during the evaluation are traced to component failure. The probable cause for the corrosion on the scope connector is due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation, the ultrasound gastrovideoscope was found to have chipped/detached adhesive area between acoustic lens and ultrasound probe. In addition, the adhesive around the light guide lens is peeled, and the scope connector is dirty. There was no patient involvement.